Event description:
Customer reported via phone, the sensor triggered the threshold suspend feature on the insulin pump. When customer is low blood glucose has been 60 or 70 mg/dl. Customer stated the same issue occurred with his other device. Customer declined being transferred to perform troubleshooting. Customer is not returning the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.